Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. The lesion was situated in the right coronary artery (rca). A promus element stent was implanted in the mid segment of the vessel. A second promus element stent (4.0x8mm) was then positioned in the calcified ostium of the vessel. The balloon was inflated, and after deflation and withdrawal, the stent cannot be seen on the cine. The stent was found proximal to the balloon on the shaft. The device was removed and another device was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent had dislodged and was resting proximal to the balloon. No damage was noted to the stent. The balloon wings were clearly visible therefore indicating that the balloon had not been inflated. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. The lesion was situated in the right coronary artery (rca). A promus element stent was implanted in the mid segment of the vessel. A second promus element stent (4.0x8mm) was then positioned in the calcified ostium of the vessel. The balloon was inflated, and after deflation and withdrawal, the stent cannot be seen on the cine. The stent was found proximal to the balloon on the shaft. The device was removed and another device was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).